Event description:
During use of the device for a cardiopulmonary bypass procedure, the central control monitor displayed a "system needs service" error message. No other details regarding the nature of the event were provided. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.